Manufacturer narrative:
Per the surgeon, it was reported that the patient experienced infection prior to explanting the device.

Manufacturer narrative:
This report is submitted on january 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness with device use however the issue could not be resolved, subsequently the device was explanted on (B)(6) 2016.